Event description:
It was reported that a patient, (B)(6), female, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter. After the procedure, the patient suffered a pericardial effusion and died. The patient¿s medical history is unknown. Clarification was received regarding the event. After the procedure, the patient was transferred to telemetry. Her vital signs were stable when she left the ep lab. The performing physician¿s nurse stated that the patient¿s pericardial effusion was discovered two hours post procedure. The physician believes the cause of the event was a perforation. There is no further information if any additional intervention was performed or the date of death.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 system (model#m-4800-01 (B)(4)) stockert 70 (model# m-5463-01 (B)(4)) coolflow pump (model#m-5491-02 and (B)(4)) bard dynamic deca catheter (model# unknown lot# unknown) full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. (B)(4).